Event description:
As reported, a 6/7f mynxgrip vascular closure devices (vcd) had a defected balloon. The balloon burst when returning to puncture place. A new unknown mynx device was used to complete the procedure. There was no reported patient injury. The device was used in the patient. The device was used in an interventional procedure using a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified by ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little to no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no complications after the mynx event. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction made to d4 and h4.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure devices (vcd) had a defected balloon. The balloon burst when returning to puncture place. A new unknown mynx device was used to complete the procedure. There was no reported patient injury. The device was used in the patient. The device was used in an interventional procedure using a retrograde approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified by ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little to no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no complications after the mynx event. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2429103 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon loss of pressure" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy (such as the tortuosity reported) contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review and the device history review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.